Manufacturer narrative:
Terumo has not received the actual device for investigation; however; terumo did receive a photographic image of the device. Eval of the photo and review of the mfg records indicates that there were no production related abnormalities with the involved lot number. (B)(4). The device IFU states adequate heparinization of the blood is required to prevent it from clotting in the system.

Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, there was a clot in the reservoir of the oxygenator on the venous return filter. There was no pt injury. Surgery was completed successfully.